Event description:
The user facility reported that the device overheated during use. Event detail information has not been provided. Attempts are being made to obtain additional information from the user facility.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. H3 other text: device not returned.

Event description:
The user facility reported that the device overheated during use. The user facility was not able to provide any further information regarding the reported event.